Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+ and a restricted septal leaflet. It was noted imaging was challenging throughout the procedure. One clip was inserted and successfully implanted. While inserting a second xtw (30314r2037) clip into the steerable guide catheter (sgc), a loss of fluid column occurred. It was noted the clip introducer in the clip delivery system (cds) was suspected to be the issue of the leak. Therefore, the clip was discarded and replaced. It was noted the sgc continued to be used without further issues. To further reduce tr, a third xtw (30320r1084) clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician decided to insert a snare and remove the slda clip from the anterior leaflet. One additional clip was implanted, reducing tr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number. H6: device code 1494 - patient selection (use in tricuspid valve).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda is due to a combination of patient conditions (restricted septal leaflet) and procedural conditions associated with challenging imaging (image resolution poor). Image resolution poor was related to procedural conditions associated with imaging being challenging. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tr. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.